Manufacturer narrative:
The manufacturer, wickimed supply company ltd, is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with (B)(4).

Event description:
This is a voluntary distributor report. The customer reported that the 138506-10, microneedle electrode, arched and caused a 3rd degree burn on the patient's skin during a mammoplasty on (B)(6) 2019. The arching came from the ribbed insulation. The burn was removed as part of the procedure. The patient was not wearing any jewelry nor did she have any metal prosthesis. The grounding pad was firmly applied to the patient's skin. A retractor was also in use at the time of the arching. This report is being raised based on patient injury.